Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. It also states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported that the cartridge ran out of insulin due to not changing the supplies in a timely manner, and the pump battery depleted due to the customer not charging the pump. Then, when attempting to change the cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was elevated (over 500 mg/dl). It was indicated that manual injections were administered to address bg levels. However, the customer was unsure if the elevated bgs were due to cartridge alarms, or due to the user errors. At the time of the call, the customer's bg level was 400 mg/dl and slowly stabilizing.